Event description:
Patient in intensive care unit at med ctr, was being mechanically ventilated on a puritan bennett 7200 series ventilator. During ventilation, the equipment simply "shut off." Display screen on ventilator read as follows: "do not use." Patient was immediately removed from ventilator and manually ventilated while equipment was being exchanged. The pt suffered no adverse effects due to the equipment malfunction. A formal letter was sent to the MFR on 01/29/07, however, the MFR was notified by telephone on event date.